Event description:
On 02/09/1999, the MFR was informed via a faxed report by the previous owner of the MFR of the following: the customer informed the international distributor of the following: at times, the balloon explodes during pre-use test, or the balloon explodes during the surgical procedure every time there is a plaque present in the vein. The faxed report was vague, but apparently there are five (5) devices (3 - lot # 105309801, 2 - lot #103309802) that are being returned to the MFR, but it is unclear if these devices have been used or not. No further details were provided.